Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The tracheal tube was intubated into the submucosa of the posterior wall of the pharynx. Thus caused the patent to require reintubation. This was caused by a user error.

Event description:
A tracheal tube (I-pfnc-60) was intubated into the patient and was intubated into the submucosa of the posterior wall of the pharynx. (I-pfnc-60) was then extubated from patient and a tube (I-pfhv) was intubated and there was no problem.

Event description:
A tracheal tube (I-pfnc-60) was intubated into the patient and was intubated into the submucosa of the posterior wall of the pharynx. (I-pfnc-60) was then extubated from patient and a tube (I-pfhv) was intubated and there was no problem.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The tracheal tube was intubated into the submucosa of the posterior wall of the pharynx. Thus caused the patent to require reintubation. This was caused by a user error. The complaint of "a tracheal tube was intubated into the patient and was intubated into the submucosa of the posterior wall of the pharynx" regarding part I-pfnc-60 was not confirmed by the submitted photo. The root cause cannot be determined but could possibly be a result of sharp edges or corners. A risk assessment was performed and the ultimate risk was determined to be medium which does not require the initiation of a CAPA. There has been 1 other complaint against this part in the 24 months prior to this complaint. None of those complaints were regarding an issue similar to this. A resolution letter was sent to the customer.